Event description:
It was reported that the device was fired across the renal artery and it was difficult to fire to fire w/a great deal of crunching noise. Both firing levers completely fired, but the stapler would not release in the articulated position. After releasing the anvil it was noticed that the staples were only fired about a third of the way down the cartidge. The surgeon then reloaded the stapler and fired again with the same results. The surgeon then opened the patient to stop the bleeding. Surture was used to ligate vessels.